Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery due to loose/protruded drive support disk. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing.

Event description:
The customer reported via phone call that the insulin pump repeatedly alarmed motor error. The customer did not provide their blood glucose value at the time of the incident. The customer did not provide information on events leading up to the incident. Troubleshooting was performed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.